Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 3.997 mg/day via an implantable pump for unknown indication for use. It was reported that the pump pocket incision spontaneously popped open. Patient¿s spouse noticed a blood stain on her blouse one day and raised her shirt to reveal her incision had come open and the pump was visible underneath. The patient's surgery was scheduled for today to explant pump/catheter. It was unknown what caused this to happen. It was unknown if the issue resolved at the time of this report. The patient's status was "alive-no injury". The patient's weight was 205 lbs and medical history was unknown.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) stating that the pump was removed and the patient¿s symptoms had been corrected. They were planning to re-implant the system in a few months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.